Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. There was fluid in the cycler door and pump heads noted during re-set up. The patient had no adverse effects and is doing fine. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.